Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep), as part of a clinical study, regarding a patient who was trailing an external neurostimulator (ens). It was reported that while the patient had good response to stimulation with no leg pain, there had been complaints of discomfort around the battery site in the right paravertebral lumbar region. There was no evidence of swelling, infection, or inflammation on (B)(6) 2019. Reprogramming was performed and it was recommended that the patient be evaluated for four weeks. The pain had persisted after the four weeks, so a procedure was booked to reposition the ins to the right buttock area. It was noted that the reason for this modification was patient choice. Ins migration was noted as the device diagnosis. The ins was repositioned due to patient discomfort on (B)(6) 2019, and the event resolved without sequelae. The event resulted in an unscheduled clinic or office visit. The etiology was related to the device or therapy, specifically to the ins, and possibly related to the implant procedure. The patient's age at consent was (B)(6). Patient medical history was provided and included: neuropathic pain from an injury to tissue of the nervous system, failed back surgery syndrome with a year of onset of 2018, back pain with leg pain and the predominant location of the pain being the back, an etiology of the original back and/or leg pain of injury and herniated disk, a multiple level fusion surgery from the fifth lumbar vertebra (l5) to the first sacral vertebra (s1) that occurred in 1987, a multiple level fusion surgery from l4 to l5 that occurred in 2017, and this ins being the patient's first device for this indication.